Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently in the ER with abdominal pain and back pain. Upon completion of a non-contrast CT, it was noted that the original stent graft had migrated into the aneurysm with a proximal type I endoleak. The aneurysm was also ruptured. After completing an aneurysm sizing it was determined that the aortic neck distal to the left lowest renal measured 38-42-50mm in a 10mm length which is well outside IFU for an aortic cuff. The aneurysm was 70-80 mm in diameter. The physician stated the cause of the event was the aortic neck continued to dilate over time. At that time, the physician decided to do an open aaa repair and explanted the original stent graft. The patient expired in the attempt to repair the ruptured aorta surgically.